Event description:
A customer reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. In response, tandem technical support arranged for a replacement pump to be sent to the customer. The customer was advised to use an mdi as a backup therapy and received instructions on how to transition to the new pump, including steps for putting the old pump into storage mode and returning it with a pre-paid label. The customer understood and acknowledged all instructions provided.